Event description:
The account noticed increased repeat reactive rates for prism htlv-I/htlv-ii in 2009. The account stated 35 specimens out of 18,000 were prism htlv-I/htlv-ii repeatedly reactive but were confirmed negative. The repeatedly reactive specimens generated s/co values just about 1.0 s/co cutoff. No specific specimen data was provided. No impact to patient management was reported.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-03904 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a procedure. According to the complainant, during the procedure, in both instances, it was reported that the devices were not loading properly. When they deployed the bands, the bands did not deploy properly. It is unknown what was used to complete the procedure. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) - evaluation: reactivity originating from the htlv-I viral lysate thirty of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since 7/30/08. There was no impact to product functionality or product performance. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.

Manufacturer narrative:
(B)(4). Evaluation other (B)(4): field data related to the issue within the complaint (elevated reactive rates) from multiple customer and reagent kits from lots 71580m100 and 71584m100 were reviewed in this investigation. A review of field data was performed. Initial and repeat reactive rates of lots 71580m100 and 71584m100 were compared to the upper 95% confidence limits in the prism htlv-I/htlv-ii package insert (B)(4) for the combined serum/plasma population, as well as for the serum population. A product deficiency has been identified in that prism htlv-I/htlv-ii reagent kit list 6e50-68 lots 71580m100 and 71584m100 are exhibiting initial and repeat reactive rates greater than the package insert upper 95% confidence limits. An investigation has been initiated to determine cause.